Event description:
It was reported that this pacemaker exhibited farfield signal oversensing on the presenting electrogram (egm). Programming options were reviewed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was provided that the patient passed away on (B)(6) 2023. Data analysis was performed, and boston scientific technical services observed three recorded ventricular tachycardia (vt) episodes. The rhythm in the first episode starts as a vt and quickly devolves into ventricular fibrillation (vf). The signals while in vf were quite small which does lead to rv undersensing and ending the event prematurely. The episodes showed the rhythm ongoing, and the rhythm was most likely sustained throughout this time period, lasting more than eight minutes. Although there was some undersensing noted following initial detection, the device was operating as programmed and the death was not device related.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited farfield signal oversensing on the presenting electrogram (egm). Programming options were reviewed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was provided that the patient passed away on 17-jun-2023. Data analysis was performed, and boston scientific technical services observed three recorded ventricular tachycardia (vt) episodes. The rhythm in the first episode starts as a vt and quickly devolves into ventricular fibrillation (vf). The signals while in vf were quite small which does lead to rv undersensing and ending the event prematurely. The episodes showed the rhythm ongoing, and the rhythm was most likely sustained throughout this time period, lasting more than eight minutes. Although there was some undersensing noted following initial detection, the device was operating as programmed and the death was not device related.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield signal oversensing on the presenting electrogram (egm). Programming options were reviewed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.